Manufacturer narrative:
In response to FDA report number mw5088574. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation:capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, via regulatory agency, reported "I became very ill within six months of receiving textured saline breast implants. I¿ve had many surgeries from tumors, heart attacks, hair loss, fatigue, severe memory loss, burning sensation, numbness and tingling in arms, vision loss, adrenal fatigue, swelling, grade IV capsular contracture, autoimmune deficiency, staph infections, kidney and salivary stones, yeast, slow healing, nausea, pain, fluid on left breast, anxiety, depression, and so much more." Device has been explanted. This record is for the right side.